Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. The trunk-ipsilateral leg component was reportedly positioned and ballooned once. It was reported the balloon was placed entirely within the trunk during the ballooning, and the inflation volume is unknown. Intra-operative imaging identified a proximal tear in the infrarenal aortic lumen at the level of the trunk. It was reported the ruptured occurred as a result of ballooning in the patient's extremely calcified and friable aortic neck. An aortic extender component was then deployed within the trunk to repair the rupture. Final angiography showed resolution of the tear and exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: pxc121000/11238775, pxc141000/11475829 and pxa230300/9493369.